Manufacturer narrative:
Motor error alarm during basic occlusion test due to protruded/loose drive support disk. The insulin pump has scratches on lcd window. Motor passed motor test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed motor error during a bolus delivery. Troubleshooting was performed. The caller stated that the device was not exposed to a high magnetic field. The caller stated that the device may have been dropped, and the drive support cap was protruded. Advised the customer to discontinue the use of the insulin pump and revert to back up plan. No further information was provided.